Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the lead was attempted for implant and was not used. The lead was noted with variable/erratic sensing and impedance values, high impedance, high thresholds, and no capture. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.